Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies and associated implantable transvenous defibrillation lead exhibited an intermittent loss of capture at 3.5 volts. In addition, the implant threshold had been 1.0 volts and has increased to 1.8 volts, the impedance measurement was 1100 ohms and is currently 780 ohms. A chest x-ray was taken and the lead had not appeared to move; however, the physician suspected that there may have been a micro-dislodgement. The lead was explanted, replaced and returned to guidant for analysis.